Manufacturer narrative:
(B)(4) the customer replaced the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) downloaded the software onto the device. The ventilator passed self testing.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was manually ventilated and placed on a second ventilator. The patient was not harmed as a result of the event.